Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed a blood clot at the incision site. Nevro had attempted to obtain additional information regarding a medical assessment of the blood clot or interventions performed, but was unsuccessful. There have been no reports of further complications regarding this event. Follow-up indicated that the device was activated and the patient has found effective pain relief.